Manufacturer narrative:
Concomitant products: product ID: sesr01 device, implanted: (B)(6) 2016.

Event description:
It was reported that the low-voltage epicardial pacing leads exhibited low impedance values and an insulation breach was noted during a follow-up check. It was stated the two unipolar pacing leads had been adapted to a bipolar epicardial system and it was unknown as to which lead was the issue. The epicardial leads were capped and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.